Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010" the plaintiff was implanted with the "monarc" device, to treat stress urinary incontinence and pelvic organ prolapse and that "on (B)(6) 2011" the plaintiff underwent surgical removal of the "monarc" device. The plaintiff's attorney alleges that the plaintiff "suffered serious bodily injuries" and "infection, hardening of the mesh, extrusion of the mesh, urinary problems, bleeding, extreme pain, erosion of her internal bodily tissue, pain and other injuries." The plaintiff's attorney also alleges that the plaintiff has "experienced significant mental and physical pain and suffering, was injured in her health, strength and activity, sustaining injury" and "some permanent disability" as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.